Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300s mg/dl). During troubleshooting, the pump time was found to be off by 5 minutes and the cause was not known. The contact corrected the time. Tandem technical support advised the contact to discuss the bg events with a healthcare provider.